Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3.5x18mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, during implantation a dissection occurred. Therefore, another xience stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.